Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer is stating that the rear wheels are damaged upon opening the box. Dealer can not make any repairs. Concealed damaged. Evaluation finds freight damage cracking the spoke on the right rear wheel in multiple points.